Event description:
The company received a report that the cuff developed a leak during pt use. The tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report is expected to be returned, however, the customer complaint is a known issue and is being addressed in a corrective and preventative action. If the sample is received and new and/or significant information is identified related to the reported failure, a supplemental report will be provided.